Manufacturer narrative:
Investigation summary: a pallet of samples was unexpectedly received from the customer for investigation related to (B)(4) for june 2021. Additional information was unable to be obtained. A device history record review for model 72213n lot number 20073125 was performed. The search showed that a total of (B)(4) units in 2 lot numbers was built on 02jul2020. There was 1 quality notification issued for the failure mode reported by the customer during the production build of this set. The root cause for the reported defect is a lack of solvent where the drip chamber connects to the tubing. Due to an increase in incidents of this failure mode, a trend for this separation issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. To prevent this defect, awareness training was completed by all involved employees for this process. A modification on the intensity of light for the vision system was also performed in order to improve the detection of tubing insertion on the drip chamber spigot. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd secondary administration set experienced separation issues. The following information was provided by the initial reporter: customer found out there was more faulty product since the original request.